Event description:
It was reported that the blood parameter monitor (bpm) unit was not working properly. The repair technician was handed the monitor and told it does not work. He was not able to get more information. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Laboratory technician was unable to verify what "was not working properly," as the monitor functioned to specifications. Laboratory evaluation revealed the blood parameter monitor (bpm) passed start-up self-diagnostics with no observed errors. The bpm was placed in operate mode for fifty minutes. No errors were observed and the bpm displayed all values of both the arterial and venous bpm's and hematocrit (hct) saturation module (h/sat) probe. The bpm's data while in operate mode, was outputted via the rs232 serial port with no errors observed. The bpm operated as intended while on 12 volt standby battery. Printer printed monitor's test case while in operate mode with no skipping of lines or other anomalies.